Event description:
It was reported that on (B)(6) 2026, a 29mm, navitor vision valve was selected for implant using a flexnav delivery system (ds). Right femoral access was selected as the access site. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed by using a 24mm, non-abbott balloon. During the procedure, the valve was able to be implanted successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc). On echocardiogram, mild paravalvular leak (pvl) was observed with a gradient of 11mmhg. Post-implant, post-implant balloon aortic valvuloplasty (post-bav) was performed by using a 25mm, non-abbott balloon. Trace pvl was noted with a gradient of 9mmhg. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was reported to be discharged. No additional information was provided.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.